Manufacturer narrative:
(B)(4). D10: (B)(6) - femoral component option for cemented use only size g left - 64291920. (B)(6) - articular surface size gh 12 mm height ''use with plate 5 - 64556280. (B)(6) - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 64604463. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient complains of pain and swelling for approximately two months. The surgeon confirmed loosening and the patient is pending a revision surgery. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; a4; b2; b3; b4; b5; b7; d2; d6b; g1; g3; g6; h1; h2; h6. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was revised due to tibial loosening and pain. All components except the patella were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.